Manufacturer narrative:
This is one of three reports involved with this adverse event in which associated MFR report numbers are 9616099-2009-01786 and 9616099-2009-01787. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Add'l info will be submitted within 30 days of receipt.

Event description:
As reported via the registry, angiography revealed that a pt had 95% stenosis in the ostium of his left internal carotid artery. The lesion 10 mm in length and the reference vessel was 5 mm in diameter. Baseline stroke scores were 0, but the pt had numbness of the right side of his face. An angioguard with a 5 mm basket was deployed beyond the target lesion, with good wall apposition, and the lesion was pre-dilated. A 7.0 x 20 mm precise pro rx and a 9.0 x 20 mm precise pro rx were implanted with overlap at the target lesion. The second stent was implanted due to the first stent being incompletely expanded at the proximal end. The stents were post-dilated with a 5.0 x 20 mm sterling balloon at 6 atm. Residual stenosis was 10%, but no thrombus was noted post-deployment. Prior to withdrawing the angioguard, the sheath was suctioned at the origin of the internal carotid artery. As the angioguard device was being removed, the pt experienced a sudden onset of transient ischemic attack (tia), with symptoms of right hemiparesis and behavior change. The tia was treated with intravenous verapamin 5 mg and a fluid bolus. There was no debris observed in the filter basket upon removal, and the investigator did not feel that debris escaped during withdrawal. The pt had a full recovery, with no deficit, in two hours. The pt's act was 259. According to the investigator, the event was related to cordis product and the index procedure. The pt was discharged the following day.